Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. The reported symptom (hb make sure hb is on ht tray and unclamped) was confirmed during the treatment. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. The post-accelerated stress test two hours and fifteen minute self-test / treatment was performed and completely without failures. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering a make sure heater bag is from heater tray alarm during fill 1 of 5. Patient also reported an air detected in cassette message during the previous treatment and when removing the cassette fluid was observed leaking from inside the cassette door. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse of the alleged event. The patient indicated that treatment would be performed with continuous ambulatory peritoneal dialysis. Additional information was solicited.